Manufacturer narrative:
(B)(4). Date sent: 8/16/2024. D4: batch #877c38. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested and the following was obtained: 1. Please provide more details of the device malfunction: as the surgeon went to fire the stapler, the staples just ¿fell out¿ of the reload, unformed. 2. Did the staples fall out during the firing? Yes. 3. If the device stapled, was the staple line complete? Not complete. 4. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Irregular/straight legs. 5. Did the device cut? No, didn¿t get that far. 6. If the device cut, was the cut line complete? N/a. 7. Were the cut line and staple lines equal? N/a. 8. Was the device fired across a staple line? No. 9. Did the reload lock out and would not work? No. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and with three reloads (b, c and d) present. The reload (b) was received with the swing tab in the unlocked position and it had the proximal 2 drivers up without staples, and the remaining drivers down with staples present. The reload (c) was received unfired with the swing tab in the unlocked position and the reload (d) had the proximal 3 drivers up with the swing tab in the unlocked position. The device was tested for functionality with the returned reloads. The device achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples meet the staple form release criteria. In addition, the tyvek of the device and both tyveks reloads were returned along with the device. The event reported was confirmed and it is related to improper use of the device. As it is possible that the firing knob was not returned to its home position while loading the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 877c38, and no non-conformances were identified.

Event description:
It was reported that the surgeon placed the linear stapler onto the small bowel and began to fire the stapler, the staples ¿just started falling out¿ of the reload. The procedure was delayed by five minutes. The procedure was completed successfully with no adverse consequences for the patient.